Manufacturer narrative:
Batch review performed on 02 september 2016. Lot 145335: (B)(4) items manufactured and released on 07 november 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on items of the same lot (MDR 2015-00018).

Event description:
The patient came in complaining of pain. The surgeon found that the cup moved over time. The surgeon revised the head, cup and liner. The surgery was completed successfully. X-rays are available. Explants are not available.

Manufacturer narrative:
The medical affairs director performed a clinical evaluation and commented as follows: cup mobilization in tha after 1 year since primary operation. The cup, in the postoperative image, looks rather oversized, maybe some difficulties in terms of bone quality and mechanical stability were encountered at implantation. The rather thin medial wall was not violated entirely, but the mechanical support was bound to be rather flimsy, and it eventually gave way. There is no reason to suspect that the problem was originated by a faulty device.